Manufacturer narrative:
Unknown when the c-spine (cervical spine) MRI was attempted. Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Additional 510k #'s: k952296, k122455, k082650 . Patient code (B)(4) used for: the patient was in pain in relation to being in the MRI area; being near the machine was enough to cause a "pull" on his ex-fix device. DHR review could not be conducted due the insufficient information¿s. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.

Event description:
It was reported that a patient with an ex-fix device experienced a magnetic pull from being in the vicinity of magnetic resonance imagining (MRI) and the scan was not performed as a result. The patient was not put into the machine. This was a poly-trauma (post motorcycle accident) patient who was intubated and had a pelvic ex-fix in place since a procedure on (B)(6) 2018. He was to have a c-spine (cervical spine) MRI. The patient was observed to be kicking his legs (he was in pain) in relation to being in the MRI area; being near the machine was enough to cause a "pull" on his ex-fix device. The plan for the MRI was aborted; no MRI was done. The patient was returned to the operating room for an uneventful procedure on (B)(6) 2018 at which time the ex-fix was removed. This complaint involves seven devices, this report is 1 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device used for treatment, not diagnosis. Device: remove expire. & implant date. Add implant & explant & date. Device used for treatment, not diagnosis.